Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the third overdischarge was due to the patient being in the hospital for a few weeks and not charging the system. Due to this the rep. Tried to charge the battery, but it was completely depleted, resulting in replacement. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for essential tremors, movement disorders. It was reported that the caller stated that they couldn¿t communicate with any external devices and this was the patient¿s 3rd overdischarge event. It was reviewed that they would be able to recover it and check impedances, but not able to get therapy. There were no further complications reported.